Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center was presenting an error code during preparation for a therapeutic procedure. According to the initial reporter, the staff began troubleshooting the error code. Reportedly, the troubleshooting took so long that the patient became tired, and the examination was canceled and rescheduled for two days later. Reportedly, the patient¿s pre-existing condition was still present following the completion of the procedure. Consequently, their continued diet and swallowing training was still necessary.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, (1) the phenomenon of ¿no image¿ was not reproduced and no further information was available; therefore, the cause of the phenomenon could not be identified. (2) the phenomenon of ¿image distorted with too much noise¿ was attributed to the bent terminal of the patient circuit (pc) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the patient had managed to get a local anesthetic in the nose. There was no patient injury reported.